Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Specific product identifier (serial number) was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: "performance, safety and efficiency comparison between a 25g 20,000 and a 10,000 cuts per minute vitrectomy: a prospective randomized control study" (international journal of retina and vitreous 2025; 11:45). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A literature article was conducted to compare thirty-six eyes that underwent a vitrectomy procedure with a 25-gauge, 20,000 cuts per minute (cpm) vitrector and thirty-six eyes that underwent a vitrectomy procedure with a 10,000 cuts per minute (cpm) vitrector. One patient developed a postoperative rhegmatogenous retinal detachment (rrd), noted on postoperative day ten following epiretinal membrane peeling for vitreomacular traction with intravitreal gas injection, using the ophthalmic system with a 25-gauge, 20,000 cpm vitrector. On postoperative day ten, choroidal effusion and an inferior bullous rrd were observed. The patient was treated with pars plana vitrectomy (ppv) and intravitreal ophthalmic gas but subsequently developed a redetachment, requiring silicone oil insertion. This report pertains to three of the four patients involved in the study.